Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0849, awareness date 26-aug-2015). It refers to an adult female in united states who had essure inserted (fallopian tube occlusion insert ) in 2012. Product technical complaint (ptc) investigation results were received on 15-sep-2015. Consumer reported: I have 4 boys. I was a very active mom. Three years ago I had essure placed because it felt like it was the best option for me. No down time and speedy recovery. My cramping never went away. It increased as time went by to the point the pain was so excruciating I couldn't walk and was in tears. I have lost so much hair. I have multiple migraines and have been to the emergency room countless times. I have become very forgetful, dizzy, my eye vision has gotten worse. I have been diagnosed with vertigo. I had essure removed in (B)(6) 2015. At age (B)(6) I had a hysto only keeping my ovaries. That excruciating cramping gone, those migraines gone, the hair is growing back, the dizziness gone. My forgetfulness and eye vision seem to be a permanent thing. Those have not changed. I have become more active not quite like I was before. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping/pain. She was submitted to a hysterectomy and her cramping was gone. This event, regarded as lower abdominal pain, was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure insertion and improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.